Event description:
It was reported that during a direct stent procedure (contrary to IFU) of the proximal rca, the stent delivery balloon ruptured at 9 atm, leaving the stent partially deployed in the vessel. Upon removal of the stent delivery system (sds), the stent must have been snagged with the balloon and it was pulled back to the introducer sheath, still partially deployed. The introducer sheath was removed from the pt with the stent inside of it. No pt injury was reported.